Manufacturer narrative:
No additional information was provided. Cx/lx iron ferrous kit, catalog number : 467910, lot number: m008562, classification code jiy, 510k: k960485, date of manufacture: 10/12/2010. Cx/lx valproic acid, catalog number : 467995, lot number: m102369, classification code leg, 510k: k961256, date of manufacture: 01/31/2011.

Event description:
Beckman coulter inc. (Bci) (B)(4) reported cx uric acid reagent, cx/lx iron ferrous, cx/lx valproic acid cartridges leaked and were unable to determine to source of the leak. No injury was reported.